Manufacturer narrative:
The concerto coil was returned without the introducer sheath. Therefore, any contributing factors from the introducer sheath could not be assessed. The concerto pushwire was found to be broken at break indicator and retained by release wire. The concerto implant coil appeared to be detached from pushwire. The implant coil was not returned therefore; any contributing factors could not be assessed. No other anomalies were observed. There was no indication that the event was related to a potential manufacturing issue. Based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ could not be confirmed as the introducer sheath and implant coil were not returned for analysis. The root cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the concerto coil was stuck in the hub of the microcatheter. It was unknown how the procedure was completed. No patient injury was reported as a result of the event. It was reported the concerto coil was stuck in the introducer sheath. No more information was available.